Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard pouch and within an opened concerto implant coil inner pouch. The implant coil was returned without introducer sheath. Visual inspection/damage location details: the concerto coil pushwire was found to be broken but retained by release wire at tack weld. The concerto implant coil was fount to have been detached and not returned. All other subassemblies appeared to be normal, and no other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil shape-poor shape outside sheath¿ was unable to be confirmed as the implant coil was found to be already detached and not returned. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the concerto helix 8mm x 30cm coil failed to form the helical shape as intended. The product was being used according to the instructions for use. A new medtronic product was used to complete the procedure. No patient complications have been reported as a result of this event. Additional information received that the cause of the event was not determined. There were no issues that resulted in the shape issue that was found.